Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode had a bent tip. The event occurred during an unspecified therapeutic procedure when the loop did not click into place, and the tip was noted to be bent. The procedure was completed with a similar device. There were no reports of patient harm or procedure delay.